Manufacturer narrative:
Approximate age of device ¿ 1 year and 11 months. The event occurred at (B)(6). A correlation between the device and the reported infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. The patient remains on vad support. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient was diagnosed with a bacterial driveline infection from (B)(6) 2015. The patient was treated with unspecified antibiotic treatment and bed rest. The infection was reported to be due to the complexities of medical management. The patient remains ongoing on lvad support. No additional information was provided.

Manufacturer narrative:
It was noted that the conclusion codes were inadvertently omitted from the initial medwatch report.